Event description:
Shortly after a pt commenced his dialysis treatment, the pt experienced nausea with vomiting, stomach pain and hypotension. The pt then became unresponsive. The pt responded to a fluid bolus. An echocardiogram was done and according to the physician the pt received intravenous (IV) steroids, benadryl and xanax. The pt's blood was around 186 ml.